Event description:
Acell matristem surgical matrix thick device was used as reinforcement of a midline incision of the abdominal wall during hernia repair. Drains were placed and sero-sanguinous fluid was drained periodically for four (4) weeks following the initial surgery. At the end of the 4th week, purulent drainage was visualized from the drains. No cultures were taken from the drainage fluid or site, and a clinical (non-pathologically derived) diagnosis of abscess was reached. The site was surgically debrided and drains removed, however the acell device was not explanted as it was reported to have already been incorporated into the patient's anatomy.

Manufacturer narrative:
A comprehensive investigation was immediately conducted on discovery. No substantial deviation was identified and all records purport the product was manufactured and distributed sterile in compliance with FDA, state, local, and manufacturer operating procedures. Sister grafts from the same lot were tested and met all specifications and passed sterility testing. There was no report of device failure at the time of surgery. The unconfirmed infection occurred 4 weeks following implantation of the acell device. Although the alleged purulent discharge was not pathologically correlated with the clinical diagnosis, this MDR is being filed out of an abundance of caution.